Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During the implant procedure, after the valve was implanted, the valve leaflets were opening and closing poorly. While still on bypass, the valve was removed and replaced with a non-abbott valve. The explanted valves leaflets were tested and weren't moving normally. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable and has been discharged.

Manufacturer narrative:
An event of valve leaflets opening and closing poorly during implant procedure was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During the implant procedure, after the valve was implanted, the valve leaflets were opening and closing poorly. While still on bypass, the valve was removed and replaced with a non-abbott valve. The explanted valves leaflets were tested and weren't moving normally. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable and has been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.